Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had to press the act button more than once to respond. The motor in the insulin pump was louder when priming. Customer's blood glucose level was not reported. The device was not returned.